Event description:
Customer complained about having sensor reading discrepancies. Customer stated that this will always happen on the third day of insertion; the glucose readings will go up and down. Blood glucose value is 120 mg/dl. Customer stated that the sensor glucose reading was 70 and her blood glucose was 140 mg/dl with a 50 percent difference. Another time it was reading 120 mg/dl on the sensor and blood glucose was 126 mg/dl. She also had issues in the past with the adhesive not sticking. Customer also stated that she experienced intermittent calibration errors; custmer removed the sensor and the cannula was bent. Nothing further reported.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.